Manufacturer narrative:
Manufacturing has altered the procedure for production to call for a 100% visual inspection for eyes. Add'l employee training was conducted and notices were posted at each punch work station.

Event description:
After inserting tube into child, they noticed the tube had no holes.